Event description:
It was reported that (1) device was used during a laparoscopic colon procedure. It was reported by the affiliate that the tsb45 anvil slipped out. There was no consequence to the pt.